Event description:
A mail-order pharmacy fills millions of prescriptions each year. It receives prescripitons from physicians all over the us and its territories. Many clinics and hosps are using computerized medical records and prescription processing to speed and coordinate their workflow. Pharmacy is having problems with some of the computerized prescription writing programs; more specifically, the drug databases in these systems. The primary problem lies with the extended release or controlled release products. These products are designated with xl, cr, ER, xr, cd, etc. A rpoblem is occurring in these databases where the nomenclature for the generic drug is used without "standard" controlled release phrasing. Here is an example: glucotrol xl 5mg tablets are listed either as: glipizide tb24 5mg or: glipizide xl tb24 5mg. This is extremely confusing because the identifier of tb24 is not used anywhere in medical terminology or pharmacy nomenclature. Therefore, it is read and filled as glipizide *plain* 5mg tablet. Pharmacy has received complaints from pts who get the wrong form of the drug. After contacting the physician's office, pharmacy was informed that the drug should have been for the controlled release or xl form of glucotrol. One of the mfrs of automated prescription writing software is ge and their "centricity physician's office" program. Rptr contacted ge and informed them of the confusion and they received this in reply: "all the glipizide medications listed are correct. They are the same medication but each have a different product name. They are both timed released glipizide but they have different product names." General electric is not the only co that distributes this type of software, but the other cos have the same issues. For the sake of pt safety and to conform to industry standards, pharmacy has decided to submit this issue to medwatch.